Manufacturer narrative:
A visual examination of the complaint device revealed that there were no issues. Functional examination was carried out, and while performing the syringe gauge leak test, it was noted that the needle of the gauge did not increase while increasing the pressure. The reported event of gauge reading inaccurate was confirmed as the needle of the pressure gauge did not move during functional testing. It is possible that the complaint unit was damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. Handling damage is the most probable root cause of this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilatation procedure in the esophagus. According to the complainant, during the procedure, inside the patient, the gauge needle did not move as the balloon was inflated. The gauge was reading inaccurately. Reportedly, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilatation procedure in the esophagus. According to the complainant, during the procedure, inside the patient, the gauge needle did not move as the balloon was inflated. The gauge was reading inaccurately. Reportedly, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.